Event description:
It was reported that the system controller was exchanged due to noted damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Medwatch 3400300000-2023-0000059 was received on 15oct2024. Section a1: patient identifier not provided. Section d4: primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g2: report source corrected manufacturer¿s investigation conclusion: the reported event of damaged system controller (serial # unavailable) could not be confirmed through this evaluation. It was reported the system controller was exchange due to a noted damage. Attempts were made to obtain additional information from the customer for clarification of the damage, potential impact to system function, and product return status; however, no additional information was provided. A root cause of the reported damaged system controller could not be determined. Serial number of the system controller was unavailable, and the device history record could not be reviewed. Patient handbook rev. D, operating manual rev. F, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on power module power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. Periodically inspecting the equipment for damage is covered in the patient handbook rev. D. No further information was provided. The manufacturer is closing the file on this event.